Event description:
The operator of a centralink data management system stated that they entered the review and edit screen for sid (B)(6), but the patient name and results were not correctly matched to the sid. The name and results for a patient who had been tested the previous day appeared instead of the patient name and tests assigned to sid (B)(6). There are no known reports of adverse health consequences due to the incorrect patient name and tests being associated with sid (B)(6).

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the data files from the centralink data management system for four patient samples, including sid (B)(6). The gps specialist did not find any patient names or test results associated with the incorrect sids. The cause of the patient name and test results for a previously tested patient being incorrectly associated with sid (B)(6) is unknown. The centralink data management system is performing according to specifications. No further evaluation is required.